Event description:
It was reported that a hole was observed on an unknown nitroglycerin set tubing for lipids. The hole was not visible but the tubing was wet. The customer cleaned up the puddle and a basin was placed under the tubing to observe if the leak repeated which it did. The lipids were taken down. Patient involvement was not indicated. There was no reported patient injury or medical intervention. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). See attached user facility report. This complaint was not confirmed due to lack of sample available for evaluation. Without a catalog number or lot number, no batch results could be obtained. Since no sample was available for evaluation and no further information about any product problem is available, no root cause can be determined. If additional relevant information is received a follow-up will be submitted.